Manufacturer narrative:
Since the customer's issue was resolved after rewashing the device, the device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the coagulated blood was due to insufficient reprocessing or handling of the device after the previous procedure. However, a definitive root cause could not be determined. The following information is stated in the device's instructions for use, which could have prevented the reported event: "-perform precleaning of endoscopes and accessories." "-remove clogging by feeding air/water into a/w channel at precleaning." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during the inspection of the subject device, prior to an unspecified procedure, the device exhibited insufficient air supply and water supply. Upon rewashing the device, coagulated blood came out of the attachment port of the water supply tank of the connector. A nurse at the user facility speculated that there was bleeding during the previous procedure, and the device had been precleaned without using the air/water channel washing adapter. The reported issue (insufficient air supply/water supply) was resolved after rewashing the device. The intended procedure was successfully completed. The device had been reprocessed using an olympus endoscope reprocessor model oer-4. There was no report of patient or user injury associated with this event.